Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the controls / switch /button broken, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The rental unit alarm would not sound upon start up. Unit has 4401 hours. This unit was with a consumer when this issue occurred. The provider did not know the amount of use the unit receives with the consumer.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The rental unit alarm would not sound upon start up. Unit has 4401 hours. This unit was with a consumer when this issue occurred. The provider did not know the amount of use the unit receives with the consumer.